Event description:
This lead was explanted and replaced due to high pacing threshold. It is believed to have come from the lead placement in an anterior lateral wall position, due to patient vessel anatomy. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 7cm distal to the is-1 connector pin. The proximal and the distal lead fragment were returned. In between an approximately 17cm segment of the lead body was missing. During the visual inspection cuts in the insulation were noted which most likely resulted from the extraction procedure. Furthermore, the ring electrode was found covered in calcified tissue. It is assumed that this finding had an impact on the electrical functionality of the lead. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.